Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported damage as confirmed and that the x-stage cover was then replaced. The imaging system then passed the system checkout and was found to be fully functional. The x-stage cover was returned to the manufacturer for analysis. Analysis found that the x-stage cover failed visual inspection and had multiple scratch and dents around the docking pins holes. Analysis found that the reported event was related to a mechanical issue.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the x-stage cover had some bumps from the gantry docking pins. There was no patient involvement.